Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while withdrawing the balloon into the scope, it was noted that the exit marker fell off and got stuck in the scope. Once the balloon was removed from the scope, the customer attempted to use forceps. However, the forceps got jammed while passing down the scope because of the exit marker. Another scope was used to complete the case. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.